Event description:
Revision modular plus tibial base plate; poly lugs in augment holes were loose so cement was not pressurised on first attempt. The lugs fell out (too easily) of the tibia during implanting. Delay 15 mins.

Manufacturer narrative:
Examination of the reported device(s) was not possible as it was not returned. It was indicated the device was implanted and remains in the patient. A search of the complaints databases finds no other reports against the provided product/lot code combination since its release to distribution. A ten year search of the complaints databases against the product code finds no similar reports. The investigation can draw no conclusions with the information provided. No trend of this issue has been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.